Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the metal cap exhibited mild char; the metal cap exhibited signs of melting; the glass cap exhibited severe devitrification at the output window; the outer flow tubing exhibited severe contamination, likely biologic. Based on the analysis results, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that during a procedure, ¿fiber kept on having shorter and shorter intervals between pausing to cool off or reset¿, and ¿laser fiber got to about 167000 j and then started to go to stand-by¿. The fiber was exchanged and the procedure was completed utilizing the second fiber. Patient outcome "ok/case completed" reported.